Event description:
The following information is from (B)(4) distributor of the nakanishi inc (nsk) handpiece. (B)(4) event summary: the customer noted that the patient bit down during the procedure and swallowed part of the handpiece and the prophy cup. The unit was purchased (B)(6) 2006, and was about 81 months old as of the date of the complaint. There is no record of repair for this unit prior to this complaint. Patient was taken for x-rays; parts were in the stomach and will pass. (B)(4) investigation: when the unit was evaluated by the repair department, the screw shaft and the end cap was missing from the unit. The bearing in the planetary gear holder assembly and the dog clutch were bad. The customer was provided a quote for the repair, but decided to deny the repair. The unit was returned to the customer unrepaired on (B)(4) 2013.

Manufacturer narrative:
As an investigational approach nakanishi inc., (B)(4) (manufacturer) examined the DHR for device (ti57, serial no. (B)(4)). Nakanishi inc. Concluded that no problems had occurred during manufacturing or testing of the subject device, as evidenced in the DHR. (B)(4) conclusion: unable to determine root cause, but may be related to maintenance. (B)(4) did not return handpiece to nsk for the manufacturer's evaluation.